Event description:
It was reported that the patient was presented in the emergency room due to syncopal events and was subsequently intubated. The right ventricular (rv) lead was found to have complete loss of capture. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).